Event description:
The clinician reports the implant was inserted 2019-04-19 in ada 3. Details of surgery: implant surface not completely covered with bone. On 2024-04-30, loss of osseointegration was verified. Patient presented with bone type iii. The device was forwarded to the manufacturer. At the event the patient experienced: pain. No further patient complications were reported.